Event description:
Reported via patient call center. It was reported that device had moved. A left atrial appendage (laa) closure procedure was performed and a watchman flx closure device was implanted. The patient returned 41 days later for a routine follow up and transesophageal echocardiogram (tee) revealed that the closure device had moved 7mm. The patient is currently on anticoagulation medication and has a follow up tee scheduled.